Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. Prior to the procedure, the right ventricular (rv) lead was noted to have high capture threshold due to a suspected micro-dislodgement. The rv lead was capped and replaced on (B)(6) 2023. The patient was in stable condition throughout.